Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. On an unknown date, the patient was treated with cefazolin injection (1g, once daily, intraperitoneal, ongoing), heparin injection (1000 iu, once daily, intraperitoneal, ongoing), amikacin injection (100mg, once daily, intraperitoneal, discontinued) and fluconazole tablet (150 mg, on alternate days, oral, ongoing) for peritonitis. On an unknown date, the patient was recovered from the event. Pd therapy was ongoing. No additional information is available.